Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient was in an accident around (B)(6) 2018, and has had stimulation issues since then. Reportedly, the leads had migrated. As a result, the patient underwent a revision on (B)(6) 2019, wherein a new lead was placed. Therapy was restored following the procedure.